Event description:
Three falsely elevated tropinin I results were obtained on a patient's samples. The result was reported to the physician who questioned the results. The original sample were retested on the original analyzer and similar results were obtained. The original samples were retested using a new flex cartridge and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was carrying from the r2 drain or probe.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was carrying from the r1 drain or probe. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.